Event description:
This unsolicited device case from united states was received on (B)(6) 2014 from a physician. This case concerns five patients of unknown demographics who developed heart graft failures after receiving treatment with celsior organ preservation solution (celsior). No relevant medical histories, past drugs, concurrent conditions or concomitant medications were reported for any of the patients. On unspecified dates, the patients received treatment with celsior organ preservation solution, solution for organ preservation (route of administration, dosage regimen, lot/batch number and expiration date unknown) for organ preservation. It was reported that, cluster of graft failures were observed; 5 out of 8 heart grafts had failed over the period since 2013. Corrective treatment: not reported. Outcome: unknown. Seriousness criteria: important medical event. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.